Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to complications of diabetes. No further information was provided. The mother of the customer opted out of all communication. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.